Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2017) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix light plug on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against perfix light plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 ¿ patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix light plug. Per operative notes, ¿in the right groin, a large direct hernia with sac with bowel was noted. The sac was ligated and large bowel was reduced, a perfix light plug was placed and secured with sutures. The external oblique was closed and secured.¿ (B)(6) 2022 ¿ patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair with implant of unknown mesh plug. Per operative notes, ¿through the prior scar, a large hernia sac was isolated, and cord was separated from the sac. The incarcerated hernia sac was reduced, and unknown permanent mesh plug was placed and secured with sutures. The onlay mesh was placed and secured to the cord and stapled to the pubic tubercle around the cord.¿ (note: there is no product identifier provided for the mesh implanted during this procedure. Hence the product will be considered as unknown).

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix light plug on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against perfix light plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.